Event description:
It was reported that the patient received an alert for low impedance. Inappropriate vf detection occurred due to noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed the anomaly reported in the field. Electrical analysis revealed a short circuit between the pacing and sensing paths. The insulation and the ptfe coating were damaged at 26.5cm from the connector pin due to rib-clavicle crush syndrome.